Event description:
It was reported that during a follow up in clinic, the high voltage impedance diagnostic test was unable to be completed on the device. Abbott technical support was contacted, the session records were reviewed, and oversensing of the diagnostic event was noted resulting in the impedance testing being aborted. Additionally, abbott technical support noted ventricular oversensing on the device. Reprogramming of the device was recommended to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, the high voltage impedance diagnostic test was unable to be completed on the device. Abbott technical support was contacted, the session records were reviewed, and ventricular oversensing was noted on the device. When the oversensing occurred during the impedance test, the test was aborted as programmed. Reprogramming of the device was recommended to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.